Event description:
The pt was hospitalized for elevated blood glucose levels and a bone infection of the hand.

Manufacturer narrative:
The pump was returned to animas for eval. The pump has evaluated and found to exhibit visibly damaged battery cap that could not be properly attached to the device. A review of the pump history indicated that the pump emitted an empty cartridge alarm in 2009. The history indicated that following the empty cartridge alarm insulin pump therapy was discontinued until two days later. The history also indicated that when pump therapy was resumed the pt inserted a battery with insufficient voltage to power the device. The pump was found to be operating within required specifications and delivery accuracy.